Event description:
It was reported that when turning the 9600+ system on they rec'd no image on the monitor. It was noted that the system displayed error messages. The first was "cold" then had other messages. The system worked after reboot. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an investigation. Based on information provided the following component has been ordered. Past scan converter pcb. It is believed that once the identified component is replaced, the reported issue will be addressed. If any additional info is rec'd that indicates otherwise, a followup report will be submitted as required.